Event description:
Note: this report pertains to one of four devices that reportedly malfunctioned during the same procedure. Refer to associated manufacturer report # 3005099803-2009-01086, 3005099803-2009-01087, and 3005099803-2009-01088. It was reported to boston scientific corporation in 2009 that four resolution clip devices were used during a colonoscopy procedure. According to the complainant, the first clip was advanced in the scope. The clip opened but it would not close. They pulled the clip out of the scope and used a second clip with the same outcome. The same event occurred two additional times for a total of four devices. The procedure was completed with an injection of epinephrine to stop bleeding. There were no pt complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
According to the complainant, the suspect device has been disposed and is not available for return. A device eval cannot be performed; the cause of the reported malfunction is undetermined.